Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician was using the lantern and catheter, but in the middle of the procedure, the physician decided to switch the catheter for a smaller catheter since the first catheter was too stiff and could not be advanced distally. Upon removal of the lantern and catheter, the physician noticed that the distal end of the lantern was broken. The physician then attempted to catheterize the vessel using a smaller non-penumbra catheter but was unsuccessful. The physician decided to terminate the procedure at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.